Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. It was reported that the patient checks her ins once a month and noticed power-on-reset (por). The patient also stated that she had an ultrasound and CT scan. The patient was redirected to their health care professional. There were no symptoms or further complications reported or anticipated.